Event description:
On december 2, 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter read inaccurately low. On december 10, 2009, the medical surveillance specialist (mss) spoke with the patient to obtain additional information included below. The patient provided the following information: she takes novolog insulin by sliding scale 6 times per day, at her meal times and bedtime as needed. She also takes a fixed dose of lantus insulin each night. She said, she has other health conditions in addition to diabetes, ie. Chronic heart and lung disease. The patient told the mss she has experienced severe hyperglycemia on more than one occasion. She described a situation involving use of the subject one touch ultra smart meter that occurred in 2009. She said, she was routinely obtaining blood glucose readings in the 400 mg/dl range on the subject meter for a couple days and took additional humalog insulin per her sliding scale protocol. On the afternoon of the same month, the patient went to the ER because she developed worsening symptoms. She said, she could barely see, her kidneys hurt, she was vomiting, and she had high ketones. In the ER, the patient tested with the lfs meter and obtained a reading of 403 mg/dl compared to a laboratory test result of 812 mg/dl obtained within 10 minutes of the lfs meter reading. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria for accuracy. The patient was treated with IV fluid, IV insulin and admitted to the hospital for 2 to 3 days to bring her diabetes under control. The patient's products were replaced. The patient told the mss she received the replacement meter, but had not had a chance to use it yet. This complaint is reported because the patient alleges that the lfs product read inaccurately low compared to the actual/laboratory reading. She claims that the lfs product continually read in the 400 mg/dl range while her symptoms became progressively worse, which necessitated that she was admitted to the hospital for treatment of hyperglycemia with dka.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.